Event description:
A customer contacted beckman coulter inc. (Bec) stating that one (1) of the vials in the immage calibrator 5 plus box was broken. The customer indicated that the box was not damaged. The customer discarded the damaged vial. The customer also indicated that a small amount of liquid leaked out; however, was contained in the box. No injury or operator exposure was reported in this event. No patient results were generated using this material.

Manufacturer narrative:
The customer was sent a replacement. Cause of the broken vial is unknown to date. (B)(4).